Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified, 90% stenosed, left renal artery with a 5.0 x 12 mm rx herculink elite stent delivery system (sds). At some point prior to or during the procedure, the stent implant dislodged from the balloon. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed and flared stent struts were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the stent dislodgment and noted stent damage occurred due to interaction with the heavily calcified 90% stenosed lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.